Event description:
It was reported that leakage occurred during use with a venflon pro safety 22ga 0.9mm od 25mm l. The following information was provided by the initial reporter, "update 04/24/2020 additional inforamtion from the customer: I am the radiographer who reported the faulty venflons, and so can provide additional details of the incident: ¿ was there any serious injury due to the incident? No, there was no injury to either the patient or radiographer. ¿ was there an exposure to blood/bodily fluids? No, there was no exposure to blood/bodily fluids. ¿ was there any medical intervention needed? No, no medical intervention was needed. ¿ was there any needle/probe stick injury?# no, no needle stick injuries occurred. ¿ was there any safety issue observed? No. We were fortunate in that we were scanning a venous phase for the patient's study. As such, she was was not exposed to ionising radiation prior to noticing the cannula fault. ¿ were there any erroneous result/course of treatment changed to the incident? No, there were none. ¿ was there any other action taken? No, no further action was needed. ----- hi, have reported a fault on this item whilst in use, lot 9291889. Below report from their staff: ¿two faulty 22g venflons from the same batch. On both occasions the "flip-cap access valve" seemed to develop a leak when used with the pressure injector in CT. In both cases, the leak was not apparent during an initial test injection of saline from a syringe.¿ " 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. CAPA#1379444 was initiated. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a venflon pro safety 22ga 0.9mm od 25mm l. The following information was provided by the initial reporter, "update 04/24/2020 additional information from the customer: I am the radiographer who reported the faulty venflons, and so can provide additional details of the incident: was there any serious injury due to the incident? No, there was no injury to either the patient or radiographer. Was there an exposure to blood/bodily fluids? No, there was no exposure to blood/bodily fluids. Was there any medical intervention needed? No, no medical intervention was needed. Was there any needle/probe stick injury?# no, no needle stick injuries occurred. Was there any safety issue observed? No. We were fortunate in that we were scanning a venous phase for the patient's study. As such, she was not exposed to ionising radiation prior to noticing the cannula fault. Were there any erroneous result/course of treatment changed to the incident? No, there were none. Was there any other action taken? No, no further action was needed. Hi, have reported a fault on this item whilst in use, lot 9291889. Below report from their staff: ¿two faulty 22g venflons from the same batch. On both occasions the "flip-cap access valve" seemed to develop a leak when used with the pressure injector in CT. In both cases, the leak was not apparent during an initial test injection of saline from a syringe.¿ " 2 occurrences were reported.